Event description:
The pt claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and sticking when pressed during testing and there was evidence of contamination under the all key contacts.